Event description:
It was reported the lumens "split". Per the sample that was received in the complaint lab the one extension line was completely separated while in use. The event was initially evaluated and determined to be non-reportable. The return device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4). The device will not be returned.